Manufacturer narrative:
H6: c20 - a review of the manufacturing records indicated the lots met pre-release specifications. Evaluation of the delivery catheter was performed as the device was returned without the endoprosthesis. The physician's observation that the knob was unable to be turned was confirmed. The observed clear substance at the base of the knob is consistent with glue that is used to assemble the deployment knob during manufacture. During evaluation, the deployment knob could not be turned. The likely cause is excessive glue applied during the deployment knob assembly process and not detected at final assembly inspection. The reported info didn¿t indicate partial deployment. Therefore, it is deemed as non-reportable. The report is retracted.

Event description:
The following information was reported to gore by the field sales associate: on (B)(6) 2024, during a procedure, a gore® viatorr® tips endoprosthesis with controlled expansion (viatorr) device was delivered into the portal vein covered by the sheath as per IFU, and the uncovered (bare metal) part of the stent was exposed and pulled back against the liver. The covered part of the stent was uncovered from the sheath however, when the physician tried to remove the deployment knob to release the viatorr device, this was not possible, even with a pair of forceps the deployment knob seemed to be stuck extremely tightly and nothing would allow this to turn. The physician tried to put the uncovered part of the viatorr back into the sheath to remove the viatorr on its own, but was unable to do so and had to remove the entire sheath with the uncovered part of the viatorr sticking out of the end. Following this, the sheath was able to be replaced and a second viatorr device was deployed in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.